Event description:
It was reported that the packet of lubricant jelly was empty prior to use.

Manufacturer narrative:
The reported event was confirmed. The evaluation verified that there was a tear on the side of the return jelly that caused leakage from the package. How and when problem occur could not be determine the problem did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard i.c foley tray b consists of a syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls and vinyl gloves."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packet of lubricant jelly was empty prior to use.